Event description:
Damage to the pump housing and usb port was reported by the customer, affecting the ability to charge the device, although the pump had not shut down due to this issue. Blood glucose level information was not provided, but as the customer continued using their current pump, it likely remained stable. Technical support arranged to replace the pump and provided instructions for the customer, who acknowledged and understood the process, including returning the defective pump.